Event description:
I had abdomen surgery in 2001 with the dard kugel hernia patch. In 2007, I had to have another to repair the surgery in 2001. From 2003, I had a bulge on my upper abdomen that grew bigger and in 2005, I had an emergency and went to the hosp because of extreme pain in my abdomen that was never diagnosed, until I saw a dr and I complained how bad I was feeling, he agreed to help me. Dr shock me after my surgery and said to me that he had to cut 2 separate section of my small intestines, 6" each because the patch moved in my body wrapped around my small intestines and it was infected. He originally said that the doctor that put the hernia patch in, put the patch in upside down and in the wrong place, I do not think he understood the recall. I had 3 new hernias that he repaired. I have been sick for the passed 4 years, I could not understand why, my nutritions were causing my sicknesses that I could explain to you later. The same day, I bent down to pick up something I drop and I felt a pop on my abdomen. Then my abdomen felt strange to me for about an hour, and then the patch started to move throughout my body with extreme pain to the point I thought I was dying. After all the pain I've been through in 2007, I had to patch removed. I went through over a six hour operation to remove the patch. My recovery to over 7 months because I had many complications from bad infections and other hernias. Another surgery in 2008, to drain the fluid that was accumulating in my abdomen and made me very sick. Now I have a huge scar and a hole where the drain was on my abdomen and I am limited because I don't have mobility I once had. I seemed to have all the same symptoms that the recalled meth is doing to people. I have been rejected from my coworkers because they think they are now better than me because I can't get around the way they do, and I need the help from this recall.